Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1350530; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 2025450; medical device expiration date: unknown; device manufacture date: unknown. Lot #: lot# 2025450 does not exist for material # 366882. Lot #: lot# 1350530 does not exist for material # 366882. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: we are experiencing right now that the yellow glasses we use are overfilled. Normally there is a vaccine which causes them to automatically stop drawing blood, but it is as if there is an increased vaccine so that they become overfilled.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 25-may-2022 h.6. Investigation: bd received 20 samples from lot number 2025450 for investigation. No samples were received from lot number 1350530. The samples were evaluated by functional draw testing, each drawn with deionized water, and the indicated failure mode for overfill with the incident lot was not observed. Additionally, twenty (20) retention samples of each reported lot from bd inventory were evaluated by functional draw testing, each drawn with deionized water, and no issues were observed relating to overfill as all 40 samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: we are experiencing right now that the yellow glasses we use are overfilled. Normally there is a vaccine which causes them to automatically stop drawing blood, but it is as if there is an increased vaccine so that they become overfilled.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: we are experiencing right now that the yellow glasses we use are overfilled. Normally there is a vaccine which causes them to automatically stop drawing blood, but it is as if there is an increased vaccine so that they become overfilled.

Manufacturer narrative:
The information provided in this section describes the changes made from the original MDR task. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1350530. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2021-12-16. D.4. Medical device lot #: 2025450. D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2022-01-25. D.4. Medical device catalog number: 367957. Imdrf annex g grid (1). Imdrf annex b grid (3) : b02,b14, b17. Imdrf annex c grid (1)l : c19. Imdrf annex d grid : d14. H.6. Investigation summary: "bd had not received samples or photos for investigation. If samples are received at a later date the record will be reopened and investigated accordingly. Therefore, twenty (20) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."